Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No button error alarms noted. No damage or moisture damage on keypad assembly and no unlocked lcd keypad connector. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated they have changed their infusion set three times, but the issue persisted. The customer's blood glucose was 258 mg/dl. The customer stated they did not have any symptoms of high blood glucose. Customer also reported receiving a button error alarm. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.